Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (value not provided). Cause was unknown. Customer delivered correction bolus in an attempt to address bg. Recommendation was made for customer to consult with the healthcare provider regarding bg level.